Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0207057473, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 309328, lot# 0207057473, implanted: (B)(6) 2013, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a lead fracture, electrode 1-2, during explant. Issues were noted as incomplete explant of lead during a complete explantation of lead and internal neurostimulator (ins) procedure. The consumer had great service from her system; however, required back surgery including an MRI, so an explant was requested by the spinal surgeon. The consumer was scheduled to be reimplanted with a full system post-spinal operation. The explanting surgeon tried to remove the remaining electrodes, but was unable to due to the depth within the sacral foramen. The issue was not resolved at the time of the report. It was noted that the ins was removed at the pocket site and the lead was taken back to midline and removed in the direction of insertion. The consumer was not unable to receive a body MRI. No symptoms were reported. There were no further complications reported and/or anticipated. Additional information from the rep reported that there was only one lead implanted. The hcp who requested the explant prior to the spinal surgery with the aid of MRI, has proceeded without MRI due to incomplete explant. The issue had been resolved and all communication with the operating surgeon had been completed. No further complications were reported.